Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The device package had six needles and sutures but it should only have five. The patient is alive with no injury.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the visual inspection of the sample noted six sutures and six needles. The packaging indicates that there should only be five sutures and needles. Forwarded to engineering for further evaluation of extra suture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted six sutures and six needles. The packaging indicates that there should only be five sutures and needles. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the additional product was determined to be due to manpower error. The product analysis established a relationship between a device failure and the reported incident of additional suture. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.